Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a low reading issue with the adc device. As a result, the customer had contact with a healthcare professional as they were experiencing symptom of shaking. A glucose result of 540 mg/dl was obtained on the healthcare meter against sensor reading of 104 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with unspecified oral medication by the healthcare professional for treatment. There was no report of death or permanent injury associated with this event.